Event description:
It was reported that the patient recently had ankle surgery. The patient was seen in her physician¿s office the day of the report stating that certain positional changes would affect her stimulation. A company representative addressed the situation with the patient, stating that they would need to proactively change intensity in different situations. The company representative also did an impedance check and found that electrodes 0-7 were greater than 3600 ohms. The patient tried changing the reference electrode across the 0-7 lead and they were still reading greater than 3600 ohms. The program that the patient used did not use any of the 0-7 electrodes. It was noted that when the company representative checked some of the reference electrodes on the other lead, they were fine. It was advised an xray be conducted. It was further reported that the company representative programmed around the affected electrodes. The patient did have coverage. The physician stated that the patient may need a lead revision if her pain was not able to be covered by the remaining electrodes.

Event description:
It was reported four months later that the patient was told 6-8 months ago that ¿6 leads¿ were off and that she needed another surgery. The patient was looking for a new physician to replace her implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).